Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed on the right ventricular (rv) lead. Following explant of the rv lead, a cardiac perforation and pericardial effusion were noted resulting in cardiac tamponade. There were no performance issues with the rv lead when extracting that would have caused or contributed to the cardiac tamponade. The rv lead was replaced to resolve the event and the patient was in stable condition. Information was received indicating there is no evidence that the rv lead was explanted on (B)(6) 2015 as previously reported under manufacturer report number 3010215456-2015-00412.